Event description:
It was reported that the patient was experiencing an increase in seizure severity. The patient was reportedly experiencing 5-7 seizures per night and the seizures were "worse than they've ever seen." The patient was reportedly okay during the day. The patient was seen by his treating neurologist, where the device output current was increased to 0.75ma. The patient experienced a much better night after the settings adjustment. Attempts for additional pertinent information have been unsuccessful to date.